Event description:
Follow up information indicated the patient had surgery to replace the ipg with active therapy restored post-operatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg became inoperable after the patient underwent a surgical procedure (details are undisclosed). A company representative attempted to troubleshoot the issue but was unsuccessful. As a result, the patient will undergo surgical intervention on a later date.